Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic umbilical hernia repair, while fixating the mesh, two tacks broke, three tacks shredded the mesh, two tacks did not penetrate tissue, and three tacks tangled up in the mesh. Additionally, a tack broke and the component fell into the cavity of the patient. The tack was then retrieved with a grasper. The tacker kept firing tacks and got some to work properly and still used to complete the case. There was no patient injury.